Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product did not return as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. However, dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a heavily tortuous and moderately calcified de novo proximal right coronary artery that was 95% stenosed. Pre-dilatation was performed with a 1.5 x 20 mm, 2.75 x 18 mm and 3.5 x 15 mm unspecified balloon catheters. A 3.5 x 38 mm xience xpedition stent was implanted when an edge dissection occurred which was treated with another xience xpedition stent to successfully complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.